Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system was returned to the manufacturer for evaluation. Testing found that a disc boot failure error occurred indicating a faulty hard drive. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site registered nurse reported that, while outside of a procedure, the computer for the navigation system would not start up. Restarting the system four additional times did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.